Event description:
It was reported that during a laparoscopic cholecystectomy, the device clamped down on the cystic artery. The device was pulled off and jaws are now open. There was no consequence to the pt.